Event description:
Unomedical reference number: (B)(4). Event occurred in netherlands. On (B)(6) 2023, it was reported that the patient's infusion set's tubing broke off from the connection with the body part while the patient was in the playground. The site location was patient's upper thigh area, under the buttocks, and the pump was in the bag around his waist. Moreover, the infusion had been used for three days. Reportedly, the infusions were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. There was stress or pull on the tubing as he was playing at school and in the playground. The patient was unsure whether his pump was dropped with the set connected to his body. No further information available.